Manufacturer narrative:
According to the customer, one of the beds that the cns is monitoring is alarming, but no sound is coming from the device. They can see the yellow banner coming across as it alarms; however, no sound. Technical support (ts) walked the customer on how to maximize the volume sound in the settings. Advised customer if that didn't work to change out the alarm indicators to isolate and see if the issue is being caused by a defected alarm indicator. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported having issues with one of the sector in the central nurse's station (cns) not producing audible alarms. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported having issues with one of the sector in the central nurse's station (cns) not producing audible alarms. According to the customer, one of the beds that the cns is monitoring is alarming, but no sound is coming from the device. They can see the yellow banner coming across as it alarms; however, no sound. Technical support (ts) walked the customer on how to maximize the volume sound in the settings. Advised customer if that didn't work to change out the alarm indicators to isolate and see if the issue is being caused by a defected alarm indicator. There was no patient injury reported. Investigation summary: nk ts assisted the customer in checking their audio settings and had recommended the customer to maximize their audio volume. Audio or sound may not be audible when the volume is muted or is set to low volume, or when the wrong audio output device is selected. Based on the available information, the most probable cause of the issue is incorrect audio settings. The issue is related to incorrect configuration of the audio settings of the cns. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported having issues with one of the sector in the central nurse's station (cns) not producing audible alarms. There was no patient injury reported.